Event description:
It was reported that a device was used during a preperitoneal laparoscopic hernia repair. The gasket tore and fell into the patient. The piece of gasket could not be retreived and remains in the patient.